Event description:
It was reported that before an unknown procedure, the instrument and handpiece were connected and plugged wire in gen11. Turned on gen11 and got the message: replace handpiece. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. When tested on gen11, a replace hand piece message was received. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. No conclusion could be drawn as to what caused this cable condition.